Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. Both the footswitch and the footswitch cable were replaced to address the issue. The system was tested and found to meet product specifications. The system and footswitch met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch and footswitch cable. (B)(4).

Event description:
A customer reported that the footswitch did not work. At the time of this report, it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information received through the technical service. The event occurred before surgery. A system message was displayed during testing. The message was reseteable. The footswitch and footswich cable were replaced.

Manufacturer narrative:
A service visit was performed. Sample received by a company representative. (B)(4).